Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a light glove. Customer reports: failure out of box. At unpacking the customer noticed that the lite glove has a crack. No use possible, no person injured, no patient involved.